Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. The instrument was not returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (part number: 470173-14, lot number: n11191202-0162) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0486. The instrument was used for 24 minutes. The instrument had 9 uses remaining out of 10 max tool uses. A video clip provided by the site was reviewed by the isi advanced failure analysis engineering team and the following was observed: the instrument on the left of the video clip has both proximal clevis ears broken. One clevis ear is broken at the base of the ear and separated from the rest of the proximal clevis and is only retained by the proximal pin. The other proximal clevis ear is broken and a piece is missing. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument broke and a fragment fell inside the patient and was retrieved. On (B)(6) 2020 the intuitive surgical, inc. (Isi) clinical sales representative (csr) obtained the following additional information from the robotics coordinator regarding the reported event: it was reported that the pch instrument got stuck in the cannula. It was noted that the black casing portion of the pch broke and a fragment fell inside the patient. There was a lot of resistance while trying to remove the instrument, as per the site¿s robotics¿ coordinator it seemed like the instrument wrist was not straightened. The site tried removing the instrument with the cannula; however, it was difficult. Then the surgeon had to increase the port site incision and removed the instrument successfully with the cannula. It was confirmed that the fragment was also retrieved, and nothing was retained inside the patient. Isi followed up with the da vinci coordinator and obtained additional information. The procedure was completed robotically with no injury to the patient. No patient related information is available.